Event description:
It was reported, that the patient presented remotely, due to pain at the pocket site. The patient was brought into clinic and it was confirmed, that the pacemaker (pm) needed to be implanted more medially. The pm was revised successfully on (B)(6) 2023. The patient was stable throughout the procedure.